Manufacturer narrative:
This event is currently under investigation.

Event description:
The advance 35 lp low profile balloon was inflated in the fistula, knowingly went past the inflation specifications to 20 atm. The balloon burst and left fragments inside patient. The physician had to tack it up with a stent.

Manufacturer narrative:
Evaluation: a review of the complaint history, device history record, documentation, manufacturing instructions, instructions for use, and quality control were utilized in the investigation of this complaint. The advance 35 lp low profile balloon catheter was returned for evaluation. Photographic images were provided. A review of the provided images confirmed the reported condition. Per instructions for use (IFU); ¿use only the recommended balloon inflation medium. Adhere to balloon inflation pressure parameters indicated in the compliance card insert¿. It is stated that the subject device was purposely over inflated by the user. It is feasible to state that the deficiency of the reported device was due to forced pressure applied, beyond the specified rated burst pressure (rbp), during usage by the operator. The conclusive root cause for reported rupture is product/user handling. The part number and lot number were not provided; therefore a review of the device history record could not be completed.